Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on january 23, 2015. Evaluation of the returned device found no evidence of nonconformities and the implant anchor meets specifications. As one biomet suture of the same size worked properly, the most likely cause for this complaint would be due to poor bone quality or the conditions of use / improper technique.

Event description:
It was reported patient underwent a scapholunate ligament tear repair procedure on (B)(6) 2014. During the procedure, the anchors of two juggerknots pulled out or fractured. Additional holes were drilled and competitor product was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment. " device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00160 / 00161).